Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during device replacement for normal battery depletion, a new lv (left ventricular) lead was connected to the replacement device, which was programmed voo. When the physician removed the rv (right ventricular) lead from the old device, there was loss of pacing and the patient went asystolic. Pacing resumed when the analyzer cable was attached to the lead, and the system was retested with good thresholds. The rv lead was then connected to the replacement device, followed by the lv lead, with that system remaining in use. No further patient complications have been reported as a result of this event.